Event description:
Healthcare professional reported that patient had been injected with 1ml of juvéderm® voluma® with lidocaine in cheeks (ck1, ck2) and 1ml of juvéderm® volift® with lidocaine in cheeks (ck3). Patient was given ice as post-treatment. Approximately a few days later, patient "became unwell with viral illness post injection," deemed not related to juvéderm® voluma® and patient developed "significant swelling". Patient was treated with antihistamines. Treatment was given to hasten the resolution of symptoms. Three weeks post-injection, symptoms resolved. Injector noted, "symptoms resolved as client's health returned." Patient has no relevant medical history and has not had previous fillers. This is the same patient and the same event reported under MDR ID 3005113652-2020-00497 (B)(4). This MDR is being submitted for juvéderm® voluma® with lidocaine.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported that patient had been injected with 1ml of juvéderm® voluma® with lidocaine in cheeks (ck1, ck2) and 1ml of juvéderm® volift® with lidocaine in cheeks (ck3). Patient was given ice as post-treatment. Approximately a few days later, patient "became unwell with viral illness post injection," deemed not related to juvéderm® voluma® and patient developed "significant swelling". Patient was treated with antihistamines. Treatment was given to hasten the resolution of symptoms. Three weeks post-injection, symptoms resolved. Injector noted, "symptoms resolved as client's health returned." Patient has no relevant medical history and has not had previous fillers. This is the same patient and the same event reported under MDR ID 3005113652-2020-00497 ((B)(4)). This MDR is being submitted for juvéderm® voluma® with lidocaine.